Event description:
It was reported that during a CABG procedure that the a3212 stealth clamp had misalignment on the aorta during the case. The clamp still occluded the vessel. No pt injury or complication has been reported.